Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a solution bag and a supply line of a homechoice cassette was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) had the patient check the supply lines and the patient stated that the supply bag became undone from the homechoice cassette. The rtsa advised the patient to end therapy. During troubleshooting, it was determined that the supply line connection to the supply bag was loose. There was no patient injury or medical intervention associated with this event. No additional information is available.